Event description:
Customer reported that the insulin pump was exposed to fluid and the key pad was unresponsive. Customer also stated that the insulin pump alarmed button error and had missing segments and a blank display. Customer's blood glucose reading at the time of the call was 345 mg/dl and has treated with a manual injection. Customer stated that the high blood glucose reading was due to being off the insulin pump due to the unresponsive buttons and blank display. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.